Manufacturer narrative:
(B)(4). (B)(6). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Event desc: attempted to use starclose on right femoral artery; was unsuccessful. What was the original intended procedure? Left heart catheterization. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).